Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Analysis was unable to test for frozen screen due to button/keypad anomaly.

Event description:
The customer reported via phone call that the display was frozen and the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.